Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call stated that the customer¿s insulin pump had power error detected alarms. The customer¿s blood glucose level was 300 mg/dl. The customer reported that they changed the battery and received power error detected. The customer stated that they had high blood glucose. The customer was advised that the pump would continue to deliver basal unless he stopped the pump. The insulin pump will not be returned for analysis.